Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was calling from the hospital, and was told that she needed to have her insulin pump replaced. The reason for the hospitalization was not known. The customer could not verify any information at the time of the call, and stated she would call back. Nothing further was reported.